Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
The customer reported that their speaker was malfunctioning. The device was in clinical use when the issue was discovered but no patient harm was reported.

Event description:
This report is based on information provided by field service personnel and has been investigated by the philips complaint handling team. Philips has received a complaint about the intellivue mx430 patient monitor, indicating speaker malfunctioning. The following functional tests were performed: according to the fse, an analysis of the equipment was carried out and the failure was confirmed in the equipment. The following part need to be replaced: 1.00000,453564406331,iv2-flex main board. After replacing the part, the equipment no longer failed. Equipment released for use. Based on available evidence, the reported issue has been confirmed. Based on available information and the results of further analysis, no further action is required at this time. The device was operational after repairs were completed. The investigation concludes that no other action is needed at this time. If additional information is received, the claim file will be reopened.